Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The manufacturer confirmed the customer's complaint. The lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging the pressure alarm's screen was blank. There was no report of patient harm or injury.